Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. The patient reported that sometime in february and march 2024, she had two incidents related to her sugar being low. However, no blood glucose finger stick was provided. The patient alleged that the march problem was because of inaccurate accurate readings; however, no bg value was documented. The patient also shared about a hospitalization that happened on (B)(6) 2024; however, this event was not related to the cgm. During the call, the patient also had a concern about alerts and notifications (it was noted that there were no reported hospitalizations related to this issue). During the call on (B)(6) 2024, the patient also inquired about the compatibility of her g7 with her omnipod, as she is an omnipod user. She mentioned that she has hypoglycemia unawareness. At an unspecified date, paramedics were called by the spouse due to her passing out, leading to hospitalization and comprehensive testing. The behavior of the display device at that time was not described. The reversal of hypoglycemia was not specified, nor was the length of stay in the hospital. The patient mentioned she was fine when she left the hospital. The patient also shared, her husband, who works nights, monitors her glucose levels, and advises her to suspend insulin when necessary. Previously, she had no issues with the low alert system. Both her omnipod and dexcom were positioned three inches apart on her arm. Of note, technical support clarified that the omnipod is incompatible with the g7 at this time, and reportedly recommended the patient use the tandem system instead. According to the call, the patient recounted an incident from three weeks prior to the call when her continuous glucose monitor (cgm) indicated low blood sugar (the reading was not specified); however, manual fingerstick readings showed a discrepancy of 70 mg/dl. She performed another fingerstick test, which yielded significantly higher results. Notably, none of the readings indicated low blood sugar. The patient explained that she does not deactivate her insulin delivery when experiencing low blood sugar, relying on the system to automatically halt insulin delivery. There was no documentation of further medical evaluation or intervention for hypoglycemia with loss of consciousness. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2024-129755 was reported in error. Please disregard initial reporting of this event as this event is a duplicate of 3004753838-2024-129999.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that this report is a duplicate of MFR number 3004753838-2024-129999.